Manufacturer narrative:
Upon disassembly for visual inspection, the button is pushed in.

Event description:
It was reported that the micro sagittal saw was being tested at the manufacturer¿s facility when the blade whipped and broke a blade. There was no patient or user injury reported and no adverse consequences alleged with this event.